Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault (xdcr fault), high peak inspiratory pressure (high pip) alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported the exhalation pressure calibration and turbine differential pressure transducer failed calibration testing. The customer reported no patient involvement is associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The combination of transducer faults at power-up/auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.